Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during testing, it was observed that the battery compartment was cracked, the display screen was dim and discolored, the returned battery cap had stripped threads, all of the keypad buttons were intermittently responsive and there was moisture observed on the keypad button contacts. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a dim and discolored display screen, a battery cap with stripped threads, intermittently responsive keypad buttons and moisture on the keypad button contacts this report is made based on results of investigation completed on (B)(6) 2017.